Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for gastric stimulation. It was reported that when the device was checked the impedance was out of range. The impedance was checked on each lead. Lead 2 was found to be greater than 2000. An x-ray was ordered and everything looked fine. Esophagogastroduodenoscopy (egd) would be done. No further complications were reported as a result of this event.

Manufacturer narrative:
Product problem, no adverse event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Manufacturer representative reported the cause of the high, out of range impedance was not determined. The issues were not resolved. No further information reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.